Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced permanent injury and hernia recurrence. Recurrence is listed as a known adverse reaction in the instructions-for-use. While it was alleged that the patient suffered permanent injury, with the information provided, an assessment into the allegation of permanent injury could not be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3dmax mesh (device #2) implanted on the patient's left side. A second emdr was submitted to address the 3dmax mesh (device #1) implanted on the patient's right side. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for repair of bilateral inguinal hernia. A 3dmax mesh was implanted to repair the left hernia defect. A second 3dmax mesh was implanted to repair the right hernia defect. On (B)(6) 2013 - the patient underwent an additional surgery to remove both of the defective 3dmax, which allegedly failed, and to repair recurrent bilateral hernia. The attorney alleges the patient experienced pain and suffering, subsequent procedure and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for repair of bilateral inguinal hernia. A 3dmax mesh was implanted to repair the left hernia defect. A second 3dmax mesh was implanted to repair the right hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to remove both of the defective 3dmax, which allegedly failed, and to repair recurrent bilateral hernia. The attorney alleges the patient experienced pain and suffering, subsequent procedure and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with bilateral inguinal hernias and underwent total extraperitoneal laparoscopic repair with 3dmax meshes. Per the operative report details, ¿a direct hernia space was identified on left side. A large 3d max mesh (device #1) was inserted and secured. The hernia sac had been reduced back in the right side preperitoneal space, a large 3d max mesh (device #2) was inserted and secured". (B)(6) 2013 - patient developed bilateral chronic inguinodynia, inguinal hernia recurrence and underwent laparoscopic repair with explant of previously placed meshes. Per the operative report details, "in the right groin, there was an intestinal hernia, scar and mesh inflammation contracting the genitofemoral nerve. Excised the mesh from the area of the nerves and there was a portion of the vas deferens which had been eroded and transected by the mesh. Approximately 80-90 % of the 3dmax mesh (device #2) was excised. A synthetic mesh was placed and fixated using absorbable fixation. In the left groin, there was noted to be significant mesh contraction, the 3dmax mesh (device#1) had balled over the nerves and herniating out of the indirect defect and was excised¿. The hernia was then repaired with a synthetic mesh. Attorney alleges that the patient experienced emotional injuries without treatment, mesh migration, nerve damage, pain, recurrence and findings in the right groin area of significant inflammation and contracted mesh approximating and contracting the femoral branch of the genitofemoral.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced permanent injury and hernia recurrence. Recurrence is listed as a known adverse reaction in the instructions-for-use. While it was alleged that the patient suffered permanent injury, with the information provided, an assessment into the allegation of permanent injury could not be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3dmax mesh (device #2) implanted on the patient's left side. A second emdr was submitted to address the 3dmax mesh (device #1) implanted on the patient's right side. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the available information, no conclusion can be made. Per medical record provided, over 4 years post implant of 3dmax meshes (device 1 & 2), the patient experienced pain, hernia recurrence, nerve damage, the mesh had balled up and underwent explant of both the meshes. Updated fields: a2, b4, b5, b7, d4 (UDI), e3, g1, g3, g6, h2, h3, h6, h10, h11 this supplemental emdr was submitted to represent the 3dmax mesh - left (device #1). An additional supplemental emdr was submitted to represent the 3dmax mesh - right (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.